Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter field service engineer replaced ise (ion selective electrode) sample probe and performed multiple cleaning activities to resolve the issue. The beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) results (na, k, & cl) on patient samples. The erroneous results were not released out of the laboratory; thus, there was no impact to patient treatment. There was no report of injury associated with this event. Quality control and calibration were within the customer's established specifications. The customer provided examples for three (3) ise parameters. No patient demographics were provided.